Manufacturer narrative:
Patient is a routine intermittent catheter user and reported possible suspect products based on items she has in her own stock that she routinely uses. The patient does not know which product was used when the infection was contracted. These are the possible suspect products reported: item: t14, lot: 180720-1, expires: 06-28-2021, manufacture date: 07-20-2018, UDI: ((B)(4). Item: t14, lot: 180817-1, expires: 07-28-2021, manufacture date: 08-17-2018, UDI: (B)(4). Item: t14, lot: 180807-1, expires: 07-28-2021, manufacture date: 08-07-2018, UDI: (B)(4).

Event description:
Patient (user) contracted a urinary tract infection (uti). There was no product problem or injury reported associated with the infection. Patient was prescribed an antibiotic and has fully recovered.